Event description:
The customer reported erroneous (low hemoglobin) test results were obtained for two pt samples when using the coulter act 5diff al hematology analyzer. Note: one pt was previously reported in 2009; therefore, this report is for the second pt. In addition, the data provided also demonstrates (for the second pt) that the instrument recovered erroneously low red blood cells (rbc), hematocrit (hct), mean corpuscular volume (mcv), and platelet (plt) results and high mean cell hemoglobin (mch), mean cell hemoglobin concentration (mchc), (red cell distribution width (rdw) and mean platelet volume (mpv), which were flagged with instrument generated asterisks. Customer states the problem of low hgb is ongoing at account. Erroneous test results were reported out of the laboratory. The physician questioned the results and the pt was redrawn. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer.

Manufacturer narrative:
Sample was drawn in 2 ml bd vacutainer and analyzed less than six hrs from draw. The sample was filled from a syringe and butterfly and was courier in and run right out of the courier box after processing and never put in the refrigerator before running. The sample was run in red blood cells (cbc)/differential (diff) stat mode. Samples are not usually run on auto mode. Controls are run once a day, 7 days a week. Controls were run before and after the incident and recovered within range. The sample was adequately flagged to alert the operator to further review the sample. Per product labeling, if the [(hgb g/dl x 3)/hct%] is <0.8 or >1.2, the rbc, hgb, mcv, hct, mch, mchc, plt, mpv, pct, and pdw will be flagged with asterisk. The presence of this flag indicates that there may have been an error in the analytical process. The instrument is performing within quality control specifications. The field service engineer (fse) verified alignments, reagents and calibration factors. Also observation was made for proper transverse movement, as well as, bath draining. Reproducibility was performed which showed an intermittent problem. The service manager was contacted and replacement of the instrument was discussed. Fse asked the customer to run every sample in duplicate. The instrument flags the sample with the hh flag, which is (hematocrit/hemoglobin check failed) that advert the customer about a possible wrong hgb result. In this case the reason may be due to an incorrect hemoglobin result caused by a high lipid content in plasma that is well known as an interference in clinical analysis or the presence of cold agglutinins, that cause an abnormal low rbc result. The high rdw (25.7) support a cold agglutinin. This case is well flagged and in normal laboratory standard operating procedure will never have to be reported to the clinicians. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This medical device report (MDR) represents event 2 of 2 reported by this customer. This MDR is related to the following MDR: 1061932-2009-00012.